Event description:
Hcp reported pt experienced withdrawal symptoms, and the implanted infusion pump was alarming. The pt was receiving dilaudid from his infusion pump. Upon interrogation of the pump the message "pump is in safe state" was displayed on the programmer pump status screen. The pump was reprogrammed with a single therapeutic bolus and the pt responded well. The pump reservoir was accessed and the remaining drug volume was consistent with the expected reservoir volume. The pt reported at the time of the pump alarm the next door neighbors lost power. Add'l info has been requested from the pt's physician regarding the reported events. A follow up report will be sent when new info is received.